Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, # (B)(4) , was included in the recall.

Event description:
Procedure performed: colecistectomy. Event description: no information. 20feb2024 additional information received: after having applied the first clip, the applicator stopped and the others were not non impact on the patient, patient is good patient status: patient is good. Intervention: ni.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The probability and criticality of the harm resulting from this event have been evaluated and were found to be at an acceptable level. Correction: sections h7, h9 and h11 in the initial medwatch referenced that the event lot was within the scope of the recall; however, during the investigation, it was determined that lot # 1427465 is not within the scope of the recall. Correction: section g3 in the initial medwatch referenced that the date received by the manufacturer was feb 6, 2024. However, although the alert date was feb 6, 2024, the information that led to the reportability decision was received on feb 20, 2024. This update is reflected in the final medwatch report. Correction: b3 correcting date of event in the initial medwatch report.

Event description:
Procedure performed: colecistectomy. Event description: no information. 20feb2024 additional information received: after having applied the first clip, the applicator stopped and the others were not non-impact on the patient, patient is good. Patient status: patient is good. Intervention: ni.